Manufacturer narrative:
No complaint sample was returned. The customer stated they were not sure if the catheter was part of the dcr508-unit or dcr508-bit kit, however, they have catheter lot 0493535e07 on their shelf. The device history record for that catheter lot was reviewed and no anomalies or issues were found for that lot.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The physician reported an issue encountered with the lacricath balloon catheter during use. He stated that he was unable to pass the balloon portion of the device through the canaliculus during a procedure. No patient information was provided by the physician. He wrote that he thought the 5 mm balloon was not "packed well." The device was discarded by the physician and not returned to the manufacturer for evaluation. There were no patient complications reported as a result of the alleged event.